Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. The reported event could be confirmed as the returned plate shows fractures.

Event description:
It was reported that it was discovered post-operatively, that the plate was broken. There was a second surgery performed to remove the device.

Event description:
It was reported that it was discovered post-operatively, that the plate was broken. There was a second surgery performed to remove the device.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.